Manufacturer narrative:
.

Event description:
It was reported that the patient's stimulation turned on while speaking at a high school. The company representative confirmed that the patient opted to have the neurostimulator replaced. He did not feel that electromagnetic interference was the source of the device problem. The neurostimulator was near end of service. Further information is being requested from the hcp.